Manufacturer narrative:
Follow-up #1: date of submission 04/15/2014: device evaluation: the device has been returned and evaluated by product analysis on 04/01/2014 with the following findings: no defect was found. Daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the black box or download history. Pump passed flow accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: the patient¿s blood glucose (bg) have been fluctuating highs and lows from 49mg/dl to 392 mg/dl with high ketones. Mom reported last evening around 630-7 pm bg was 60 mg/dl with symptoms of severe weakness and shakiness: bg then went to 300 mg/dl at 10 pm and by this morning upon waking was 330mg/dl with large ketones (site was intact no issues). Reporter states the patient has been having about 2-3 weeks of high bgs; yesterday there was an incident where bg dropped and then went high. Today, the patient woke up with ketones and the health care provider (hcp) advised that they come off pump and have animas review pump and replace. Reporter has been working with the hcp over the phone and making changes. They have also changed sites (sites were intact no issues) and hcp believes issues may be related to pump. Customer support (cs) found no issues upon pump review, and instructed reporter that the pump will be replaced and to call animas for assistance with replacement programming. Cs cautioned reporter that bgs on the new should be monitored and they should follow up with hcp if issues continue as no known issues with pump seen. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose excursions.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.